Event description:
I had a vertebroplasty performed. I felt fine during and after the procedure. Later that night, I started to experience chest pains. The pain persisted throughout the next day getting more severe. The next morning, I had my wife take me to the ER where it was found that I have multiple cement pulmonary embolisms. The surgeons said that there was no way to remove them because the surgery would probably end in death. I was hospitalized for almost 2 weeks. I am now on blood thinners for the rest of my life to try and prevent blood clots. I still have severe chest pains and trouble breathing that has affected my quality of life. The us distributor of the bone cement that was used- smith and nephew- was notified of this adverse event, and I was told that they would report this to the FDA. They have known about this since 2008, but I have seen no such report ever being reported to the FDA in the maude database. This is why I am now making the report because I feel that I deserve to know why they never reported this. I was never made aware that this was a risk of the procedure by the physician or the smith and nephew representative that was present during my procedure.